Event description:
It was reported that the pump was not responding to any of the buttons and the buttons were not clicking and springing back consistently. The keypad is reportedly intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad peeled from the base, the keypad was torn near the contrast button, the pump was unresponsive to the down arrow and ok buttons, and the button contacts for the down arrow and ok buttons were misaligned. It was noted that the keypad was not sticking.